Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's transvenous pacing system was explanted due to infection. It was also reported that the device pocket experienced dehiscence. The device pocket was drained and antibiotics administered. A leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.